Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: a review of the black box showed an unexpected reboot had occurred. Evidence of short battery life was observed with a drastic voltage drop on (B)(6) 2016 leading to a replace battery alarm. The battery cap and battery compartment were undamaged and the battery cap was able to fit securely. There was evidence of moisture corrosion observed inside the display screen. Leak testing revealed a display lens leak. The pump powered on normally and successfully completed rewind, load, and prime steps. Current readings were found to be above specifications, confirming the complaint of short battery life. The pump was exercised for 24 hours with no power interruptions occurring. The complaint of a power issue could not be duplicated on investigation. The pump cover was removed and there was moisture corrosion observed to the printed circuit board and to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was also an indication of short battery life. Reportedly there was no damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.